Manufacturer narrative:
A serial number was not provided; therefore, the device history records could not be reviewed. Further investigation underway.

Event description:
The user facility in the (B)(6) reported an unknown material entering the blue sleeve and/or the patients eye from the phaco hand piece.

Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.